Event description:
Physician's letter dated 10/15/1997: approximately one week prior to pump refill date, patient had recurrence of low back pain as well as nausea and vomiting. Patinet presented to physician's office two days later, diaphoretic, shaking, with a normal temperature. Lab tests showed presence of a uti, but normal cbc. Patient's infusion pump was interrogated with no readings available, but no low battery alarm sounding. Patient was placed on oral demerol to counteract withdrawal symptoms, given antibiotics for the uti, and sent home after scheduling pump replacement. Patient had dye study done a few days later, which confirmed catheter patency. Patient was given a 40 mg bolus injection of demeral, and was observed for any possible complications for approximately 45 minutes post-injection. After patient was taken to the recovery area, she became unresponsive with an open-eyed stare and minimal horizontal nystagmus. Her respirations remained normal as did her heart rate, oxygen saturation, and blood pressure. The patient showed no improvement for approximately 40 minutes following the injection of 0.4 mg narcan. The patient was admitted for further neurological evaluation for possible non-tonic/clonic seizures. Hcp feels that the acute period of unresponsiveness was due to petit mal seizure, most likely due to intrathecal injection of indium dye during the dye study proceudre. Hcp feels the most likely cause of the event was simply due to the injection of material thorugh the catheter which may have caused or jet stream flow and somewhat of a shock to the nervous system during the injection. Hcp also stated that it was unlikely that the event was due to narcotic overdose, since the patient showed no response to treatment with narcan.